Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No patient information provided to date after calls to customer (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020.

Event description:
The hospital reported an error causing a loss of mechanical ventilation. There was no report of patient injury.